Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 4mmx10cm mustang balloon catheter. Then a 7mmx15cm non-bsc stent was deployed to the lesion. A 6.0mmx150mm, 75cm mustang balloon catheter was then advanced for post-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. The procedure was completed with a 6mmx10cm mustang balloon catheter. No patient complications were reported and patient's status was good.